Event description:
The renal unit of the hospital reported a hemolysis occurred after a pt received hemodialysis in 2008 using a xenium 210g dialyzer. The dialyzer session was uneventful. The pt became hypertensive after the dialysis when passing urine she noticed hematuria. The pt was sent for a chest x-ray and returned to the ward to have the blood pressure rechecked. The pt was still hypertensive but discharged. She became unwell at home at approx 07:00 pm and was admitted to the medical ward. The nephrologist was informed that pt's blood samples were hemolyzed. It is unk what intervention was required. The pt outcome is unk. A gambro ak200 s machine and gambro bloodlines bl225, lot number 0841 were used. The acid concentrate was fresenius' (a35) and gambro bicarbonate concentrate. The pt has been using xenium dialyzers for nine mos and had never experienced a reaction. The dialyzer was used as a dry pack (not reused). Previously, a polyflux 21 h dialyzer was used. The vascular access was a central jugular venous catheter (MFR's name, product code and lot number unk). The pt was given 4500 iu of innohep (anticoagulant) intravenous (IV) at the start of the dialysis session. The lines were primed with one liter of saline solution (MFR's name, product code and lot number unk). The therapy was programmed for 3.5 hours with a blood flow rate of 375 ml/min and an ultra filtration (uf) goal of 1.92 liters (dry weight 61 kg, pre-weight 62.5 kg and post-weight 61.4 kg). The dialysis session started at 8:00am. No untoward machine alarms were registered during the treatment. No leak was noticed during the treatment and no blood loss has been reported. No evidence of hemolysis was apparent in lines or dialyzer. A review of the maintenance, repairs cleaning of the machine and water production system data did not reveal any anomaly. The water is produced with a recently installed reverse osmosis system that was fully tested on installation. The machine was disinfected prior to use with cleancart a & heat. The most recent bacterial test was performed last week. The results of this test were all negative.

Manufacturer narrative:
The sample is available and has been sent for investigation. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.